Event description:
It was reported that during a lobectomy procedure, on the first firing of the cts45, the device was fired across the pulmonary artery and the staples were not fully formed. The cartridge dislodged from the jaws of the device. It was retrieved. On the second firing of the atw35 device, the device was fired fully across the vessel. The staples did not form properly. The patient had a blood transfusion due to bleeding. The exact amount of blood product administered is not known. It is unknown how the procedure was completed. There was no buttressing material used. Unknown if there was an issue with closing or opening the devices, or firing across existing clips or staples. Both devices were articulated. The patient is currently in recovery.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.